Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor and blood glucose level difference was not within an acceptable range. Customer's sensor glucose reading was below 40 mg/dl but their blood glucose level was 79 mg/dl. The customer noticed the cannula on the previous sensor was half its length. The device was not returned.